Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a power source alert after plugging the pump to charge. During troubleshooting with tandem technical support, the customer was instructed to plug the pump into a power source for at least 30 minutes. During a follow-up, it was reported that the pump was charging as expected. Blood glucose level was not impacted by this issue.